Manufacturer narrative:
The investigation of difficulty inserting/removing introducer has been completed. The impella device was not returned for evaluation. Based on the clinical details, the root cause of the difficulty inserting/removing introducer is most likely due to the patients condition as they were unable to pass through the vasculature due to anatomical barriers. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-27954 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-27954 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-27954 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number 1220648-2025-27954. D10 added pump information since the initial manufacturer device report number 1220648-2025-27954 was submitted in accordance with updated procedures. H6 revised component code since the initial manufacturer device report number 1220648-2025-27954 was submitted in accordance with updated procedures.

Event description:
The user facility reported that an introducer was unable to advance into the patient's anatomy due to anatomical barriers. The implant was aborted.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.